Event description:
Reporter indicated that the programming system was having intermittent communication issues. It was reported that the day prior, the physician was unable to communicate with the patient's device. The physician did not believe that the patient device has reached end of service since the generator has only been implanted for two years. A device manufacturer representative performed troubleshooting on the physician's programming system and narrowed the issue down to a possible loose connection between the handheld and the serial cable. The physician was issued a new handheld with a new serial cable. It is unknown at this time if the patient's generator has been able to be communicated with using the new system and whether the new handheld and serial cable is functioning as intended. Attempts to obtain additional information have been unsuccessful to date. Return of the handheld and serial cable to device manufacturer for analysis is anticipated; however, has not occurred to date.

Event description:
Analysis of the handheld revealed that the backup battery (3v lithium coin-cell battery) was depleted. The battery was replaced and no anomalies were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the serial cord mechanical problem was not verified in the product analysis lab. Analysis of the flashcard revealed no anomalies associated with flashcard software or databases. The flashcard and software performed according to functional specifications. Further follow-up revealed that the patient's generator was able to be interrogated with a different programming system.

Manufacturer narrative:
Device malfunction is suspected, but did not cuase or contribute to a death or serious injury.